Event description:
On (B)(6) 2012: the pt's husband reported via phone that his wife, (B)(6), had approx 75 ml of optiray 320 extravasated during a CT scan of the chest. IV access was in the right arm. Initial treatment at the clinic was a warm compress wrapped tightly with an ace bandage. The warm compress burst and clinic staff sent the pt to the emergency room for further eval. The pt was admitted to the hosp with swelling at the injection site. The hosp treated the pt with ice and elevation and monitored for compartment syndrome. The hosp performed a stryker test and the pt also underwent neurology and vascular consults, however, was not diagnosed with compartment syndrome. The pt developed numbness in the fingers, swelling at injection site, weakness in the right arm and hand, nausea, facial flushing, and hematuria. The pt was discharged from the hosp on (B)(6) 2012, with continued discomfort in the arm area, weakness in right arm and hand, nausea, facial flushing, and hematuria. The swelling was improving. On (B)(6) 2012, technologist at the clinic reports using a 2.5 cc/second flow rate, with a 22 gauge IV.

Manufacturer narrative:
Product monitoring contacted this customer to obtain injector info with regards to an alleged infiltration reported to have occurred at this facility. However, customer did not want the injector evaluated. There is no further info regarding the injector. If more info becomes available, this complaint will be reopened. There was no indication given that the injector was defective or malfunctioned.